Event description:
It was reported that the pacing percent would not populate when the device was programmed to vvur while the atrial port was plugged. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.